Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient not feeling stimulation in their legs was not determined. The patient has changed from group a to c, and the doctor requested back x-rays which were done today. The patient not feeling stimulation in their legs has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said she has to charge every day, and says her amplitude is at 7.0v and says "its been doing this ever since I put it to 7". The patient said this was "in (B)(6) sometime". The patient mentioned she got "complete relief" from the trial which she says was at 5.0v. The patient said they started out at 3.0 and then the patient moved it to 7.0 in (B)(6) sometime and even at 7 the later it gets in the day, the less relief the patient gets, and said this also started in march. The patient said "I don't feel it in either leg, I only felt it when I had the trial which was at 5, and that the trial worked great". The patient said she hasn't felt stimulation in either leg since the implant ((B)(6) 2019). The patient said she had a fall when her legs collapsed on her but the patient didn't fall they just kind of sat down, and the patient was put into the hospital because they hemoglobin had dropped down to 7. The patient said this occurred on the tuesday after they had the surgery, which was friday before. The tuesday the week after the surgery would have been (B)(6) 2019. The caller was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.